Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported that starting in the latter part of january, he started having "trouble" with his implant. Caller clarifies that he feels like something is not working right. He has backaches all the time and the stimulation does not seem to be helping as it should. Caller states he feels like the stimulation sensation is above the implant and at the implant site, not across the back where he needs it to be. Caller states he has not made any adjustments to his therapy settings yet. Caller was walked through adjusting stim. Caller states he feels it now, but it is still not in the target location. The patient was redirected to their healthcare provider (hcp) and physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated a lady reset their unit so it works. It wasn't set up right at the hospital. The therapy not working has been corrected. No further information was reported.